Manufacturer narrative:
The insulin pump alarmed during self test due to faulty electrical component on the radio frequency board. The insulin pump was unable to test with minilink transmitter due to the alarm. The insulin pump was received with cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 140 mg/dl at the time of the call. The customer stated that they cannot connect their sensor due to the alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.